Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self test. The customer stated he received a positive result on (B)(6) 2021. However, repeat testing was performed on (B)(6) 2021 customer reported a solid pink on the control line and a faint pink line on the sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Please see updates: d3, d9, g1, g3, g4, g6 and h2.